Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. UDI code not available for this device.

Event description:
It was reported that the patient had hit his head at the door, he also fell down and hit his head over the implant. When he put on his audio processor, he did not have any access to sound with the device. The patient was advised to wait 3 months until the edema subside. It was also noticed at the clinic that the implant was not on its original site.

Manufacturer narrative:
UDI not available for this device. Conclusion. The device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that the patient hit his head on the door and fell down, hitting his head over the implant. When he put on his audio processor he no longer had any access to sound.

Manufacturer narrative:
Not available for this device. Additional information: it was reported that the patient hit his head afterwards patient had no access to sound. Based on the information received, it appears likely that the device might have failed due to damage to the stimulator housing, caused by the reported accident. So far a decision to explant/re-implant the patient has not been made yet.